Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose value was 400 mg/dl. Customer¿s current blood glucose is 202 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pen, manual injection and insulin pump. Auto mode feature was not active at time of event. Troubleshooting was done for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged high bgs found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, and corroded battery tube. Unable to verify customer's complaint for high bg's. Corroded battery tube is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.